Manufacturer narrative:
The device was evaluated onsite by an olympus field service engineer on 14nov2023 who found that the circuit board needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image with series 180 endoscopes. The issue was observed during a therapeutic and diagnostic esophago-gastroduodenoscopy procedure which was completed successfully and with no delay. There was no patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: a failure of the patient board set boards (circuit board and printed circuit board). Olympus will continue to monitor field performance for this device.